Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed. One unpackaged ar-9597-20, angled reamer sleeve, 20° batch 37622051, was received for investigation. The visual evaluation found no bend on the ar-9597-20. Wear inside the distal end of the shaft was observed. Measurement of the inside diameter with a .384 pin gauge from the proximal end revealed that the damaged area prevented a full pass-through. The most likely cause for the reported failure can be attributed to wear and tear.

Event description:
It was reported on 11/01/2022 by a sales representative via sems that an ar-9597-20 angled reamer and ar-9676 drive shaft are bent and stuck. Case involvement, no patient effect.